Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that he had been experiencing high blood glucose up to 520 mg/dl for three days. Customer stated that on (B)(6) 2015 blood glucose started over 400 mg/dl and he treated with the insulin pump but it kept going up. The customer stated that the doctor took him off insulin pump therapy the day of the call and was treating with insulin pens. Current blood glucose value was 230 mg/dl. The drive support cap is recessed. Time, date and basal rates were correct but the bolus wizard wasn't. Customer declined to check for site/set issues. The insulin pump passed the high pressure test. Customer was advised to change the entire infusion set and reservoir. Most recent blood glucose level was 153 mg/dl.